Event description:
A change in packaging by baxter has made it easy to confuse the 3ml pre-filled heparin lock flush syringe with the 5ml syringe. Both are packaged in a 12ml syringe, with the same color label and syringe cover. The only difference is the description in the upper right hand corner of the syringe label -in small print- stating 3ml or 5ml. Originally, the labels were different colors and each also had different color syringe caps. These almost identical labels present an opportunity for error to occur.